Manufacturer narrative:
It was reported, that a patient was implanted a hip device (catalogue and lot number unknown) on (B)(6) 2003 on the right side. Due to constant pain a revision surgery was performed on (B)(6) 2007. As the case at hand is a legal claim it is not suspected that the device or additional information is being submitted for review. The DHR check could not be performed as the lot number was not available. Trend analysis was not possible to perform, as no product information is available. The compatibility check could not be performed as no product information is available. In addition, the product compatibility check would not be relevant for one product only. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. However, all possible causes related to the issues reported are listed in the dfmea which is available for every zimmer implant and is continuously monitored and updated. No exact root cause could be determined. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
A patient is pursuing a product liability claim. It is reported, that a patient was implanted on the right side with a hip device (catalogue and lot number unknown) on (B)(6) 2003. Due to constant pain a revision surgery was performed on (B)(6) 2007.